Event description:
It was reported that the patient presented in clinic for a device follow-up. Device interrogation indicated that the right atrial (ra) lead exhibited noise. The patient was subsequently brought in for a laser lead extraction; the ra lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.